Event description:
It was reported that the patient was referred for a full vns replacement surgery. Clinic notes received by the manufacturer indicated that the patient reported that at his last visit his vns ¿was reading as an error¿ which was believed ¿due to a possible disconnected wire as it was not generating a stimulation.¿ the company representative later reported that at the patient's replacement surgery that high impedance was observed in pre-op and that the neurologist had observed this previously. The patient reported to the representative that he had recent seizures in the last few weeks which he attributed to a low battery. The patient underwent a full vns replacement surgery. The surgeon did not observe any fractures or defects in the lead insulation. Follow up with the surgeon's office revealed that the it was unknown how the increase in seizures, which the surgeon attributed to the high impedance, compared to the pre-vns baseline. During attempts at product return, it was revealed that the products were not available for return. No additional relevant information has been received to date.

Event description:
It was reported by a company representative that while reviewing the facility's vns programming tablet, a session report was found from the previous year indicating that high impedance was present on the patient's vns.